Event description:
This patient was undergoing a percutaneous transluminal angioplasty within a moderate calcified, mild tortuosity and 90% stenosis of the right superficial femoral artery, through ipsilateral antegrade approach. During pre dilatation the savvy balloon was advanced to the lesion over the non-cordis guidewire and the balloon was inflated using an indeflator. However, the balloon ruptured below the minimal pressure. This balloon was withdrawn from the patient's vessel and a power flex balloon used and the procedure was completed successfully. The product was prepared and clinically used as per the IFU without any adverse consequence to the patient. The product will not be returned.